Event description:
A report was received that the patient passed away during the trial implant. The physician did not believe the death to be device related and will not provide additional information.